Event description:
Event description guidant received information that this defibrillation lead exhibited an increased impedance measurement. In addition, the pacing threshold increased slightly to 2.5 volts. On 01/12/2005, the impedance measurements of this lead continued to increase slightly. The pacing threshold remained at 2.4 volts. On 03/03/05, the impedance measurement of this lead was at 1800 ohms. The pacing impedane increased to 2.6 volts and r-wave sensing had diminished to 7.4 mv. No electrogram noise on the intracardiac channels had been identified. On 04/01/05,this device and lead system continued to exhibiting increasing pacing lead impedance up to 1982 ohms and pacing thresholds up to 2.8vr-waves are stable at 7mv. On 08/11/05, this device was explanted due to the recent advisory. Pacing thresholds are > 2000 ohms and no capture at 5 volts.